Event description:
It was reported that during set up and prior to a shoulder arthroscopy procedure, the probe unit activated spontaneously.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).